Manufacturer narrative:
Initial MDR: second paragraph should have indicated that the additional information was received february 04, 2014 (not feb 03, 2014). Follow up #1 evaluated by MFR should have been checked ''yes''. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was initially reported that a patient had an intraocular lens (iol) implanted in 2007, who had decreased vision. It was stated that the patient's eye sight was 1.2 after surgery. However, on (B)(6) 2013, it was reportedly 0.4. It was stated that after surgery in 2007, the center of iol was cloudy. However, the cloud became rampant to all over the iol. It was stated that there had been no prescribed treatment for the patient at the time of the report. Additional information was received on (B)(6) 2014, stating that the lens was explanted on (B)(6) 2013, making the complaint MDR reportable. No further information was provided.

Manufacturer narrative:
Implant date: 2007, the exact date is unknown. Initial reporter's telephone number: (B)(6). (B)(4). The review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing at the final inspection process, the lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects. The operators perform a measurement inspection and disposition according to specification for visual inspection of silicone intraocular lenses. No deviation due to unacceptable haze was reported in this production order. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturer. Visual inspection: two lens pieces were recovered from the explant procedure, with each consisting of a haptic attached to a half lens body. The lens pieces appeared to have crusty surface patches producing the cloudy aspect. The lens pieces had clear, colorless areas in addition to the areas showing cloudiness. The returned two pieces of explanted z9002 iol ((B)(4)) showed patchy cloudiness apparently due to surface deposition. Surface cleaning of one half of the lens resulted in visual transparency consistent with a control z9002 lens. Chemistry and functional: one of the lens pieces was cleaned on the surface, which rendered it clear and colorless, and then tested for uv-vis-nir transmission and atr-ftir spectroscopies (versus a control model z9002 lens). The second lens piece was surface tested for elemental composition by x-ray photoelectron spectroscopy (xps) and atr-ftir spectroscopy without removing the crusty surface material. The uv-vis-nir transmission spectrum of one lens half that had been cleaned of surface patchiness was acceptable, with only slightly lower transmission than an unused (control) model z9002 lens; and the ir spectrum was also consistent with the control z9002 lens, showing presence of only silicone polymer. The ir spectrum of a patchy area of the lens half that had not been surface cleaned indicated presence of a high level of lipid, consistent with fatty glycerides such as phospholipids, while xps analysis showed further the presence of calcium (ca), nitrogen (n) and phosphorous (p). The overall data indicate surface-only deposition of biological material from the patient, especially lipid-type substances that may include phospholipids combined ionically with calcium. The data also indicate no migration of these substances into the lens polymer matrix to contribute to the cloudy visual effect. All pertinent information available to the manufacturer has been submitted. Placeholder.